Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he was going high often since yesterday and there was white greyish color in the tubing. Patient's current blood glucose was 511 mg/dl. The customer used manual injections to treat high blood glucose. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under deliver y as they saw discoloration in tubing. The pump passed the high pressure test. The customer will monitor the pump. The insulin pump will not be returned for analysis.